Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to fully recharge their implantable neurostimulator. They detailed that they could sit for four hours and it wont fully charge and at some point the recharger will overheat. They noted they had never been able to charge to 100%. The patient stated they will lay still in order to get all eight coupling bars. Patient mentioned they have not seen the "charge sufficient" or the "charge complete" screens. There were no symptoms reported to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.